Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The manager from hospital reported via phone call that customer were hospitalized due to high blood glucose, diabetic ketoacidosis and dehydration on (B)(6) 2019 with blood glucose of 538 mg/dl. Customer's other blood glucose was 536 mg/dl. The customer was treated by manual injection. Troubleshooting was done for high blood glucose and under delivery. Customer was declined to perform high pressure test. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.